Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to update the initial reporter information that was inadvertently left off the initial report. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The patient was sleeping at the time of the event and there was no noted electromagnetic interference (emi) sources near the patient. Boston scientific technical services (ts) was consulted and suggested further troubleshooting and obtaining x-ray images. It was noted that the patient received two additional inappropriate shocks over the weekend the patient was brought in for troubleshooting where the noise was able to be reproduced when the patient was in supine position. It was further noted that there was severe noise when manipulating the device was well as the proximal electrode, however it is not being used for detection due to current programming, noise was observed when the patient was holding their left arm over their head, which is a movement they do during sleeping. Some noise was seen in other positions as well, but not as prominent. X-rays were taken and sent to ts for review along with the captured electrograms (egms). The physician is considering a revision procedure at the beginning of the year, but requested ts support to further understand what may be occurring. Ts reviewed and confirmed there appears to be an integrity issue with the system. Based upon findings recommended change out of both the s-ICD and electrode. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the s-ICD and electrode were received for analysis, thus indicating that they were explanted. The product is currently undergoing analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to update the initial reporter information that was inadvertently left off the initial report. The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Analysis of the returned electrode revealed an inner conductor coil fractured via x-ray. The fracture characteristics appeared consistent with cyclic fatigue. The fracture was determined to have resulted in the observed noise, oversensing, and inappropriate shock.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The patient was sleeping at the time of the event and there was no noted electromagnetic interference (emi) sources near the patient. Boston scientific technical services (ts) was consulted and suggested further troubleshooting and obtaining x-ray images. It was noted that the patient received two additional inappropriate shocks over the weekend the patient was brought in for troubleshooting where the noise was able to be reproduced when the patient was in supine position. It was further noted that there was severe noise when manipulating the device was well as the proximal electrode, however it is not being used for detection due to current programming, noise was observed when the patient was holding their left arm over their head, which is a movement they do during sleeping. Some noise was seen in other positions as well, but not as prominent. X-rays were taken and sent to ts for review along with the captured electrograms (egms). The physician is considering a revision procedure at the beginning of the year, but requested ts support to further understand what may be occurring. Ts reviewed and confirmed there appears to be an integrity issue with the system. Based upon findings recommended change out of both the s-ICD and electrode. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the s-ICD and electrode were received for analysis, thus indicating that they were explanted. The product is currently undergoing analysis. This report will be updated upon completion of analysis. ** fracture electrode confirmed via testing**

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to update the initial reporter information that was inadvertently left off the initial report.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The patient was sleeping at the time of the event and there was no noted electromagnetic interference (emi) sources near the patient. Boston scientific technical services (ts) was consulted and suggested further troubleshooting and obtaining x-ray images. It was noted that the patient received two additional inappropriate shocks over the weekend the patient was brought in for troubleshooting where the noise was able to be reproduced when the patient was in supine position. It was further noted that there was severe noise when manipulating the device was well as the proximal electrode, however it is not being used for detection due to current programming, noise was observed when the patient was holding their left arm over their head, which is a movement they do during sleeping. Some noise was seen in other positions as well, but not as prominent. X-rays were taken and sent to ts for review along with the captured electrograms (egms). The physician is considering a revision procedure at the beginning of the year, but requested ts support to further understand what may be occurring. Ts reviewed and confirmed there appears to be an integrity issue with the system. Based upon findings recommended change out of both the s-ICD and electrode. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The patient was sleeping at the time of the event and there was no noted electromagnetic interference (emi) sources near the patient. Boston scientific technical services (ts) was consulted and suggested further troubleshooting and obtaining x-ray images. It was noted that the patient received two additional inappropriate shocks over the weekend the patient was brought in for troubleshooting where the noise was able to be reproduced when the patient was in supine position. It was further noted that there was severe noise when manipulating the device was well as the proximal electrode, however it is not being used for detection due to current programming, noise was observed when the patient was holding their left arm over their head, which is a movement they do during sleeping. Some noise was seen in other positions as well, but not as prominent. X-rays were taken and sent to ts for review along with the captured electrograms (egms). The physician is considering a revision procedure at the beginning of the year, but requested ts support to further understand what may be occurring. Ts reviewed and confirmed there appears to be an integrity issue with the system. Based upon findings recommended change out of both the s-ICD and electrode. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.